Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years and 4 months post implant of this aortic bioprosthetic valve, the patient is being evaluated for a transcatheter valve-in-valve replacement. The reason for evaluation was reported to be due to severe aortic stenosis and moderate aortic insufficiency. No intervention or adverse patient effects were reported. Subsequently 13 days later, the patient successfully had an aortic valve-in-valve replacement with a transcatheter valve. No additional adverse patient effects were reported.